Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was damaged with damaged housing and bleeding lcd. Functional testing included use testing. The pump was powered up and alarmed ec 1140 which is an issue with the circuit board. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to the circuit board.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump was beeping and showing code 1140. No adverse effects reported.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating event date.